Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the candlestick (high voltage) connectors. The system operates as intended.

Event description:
The customer reported the system was arcing and had to be rebooted to continue a case. No patient injury was reported.